Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter, the patient experienced a cardiac tamponade. After delivering the fifth application of pulse field ablation (pfa) energy, a change in the patient's blood pressure was observed. A right sided tamponade was observed on the intracardiac echocardiography (ice) catheter. A drain was put in and the patient was transported to the operating room (or) for surgery. The procedure was cancelled due to the patient complication. The device is not expected to be returned for analysis due to disposal.